Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a 25-year-old female patient who had essure (batch no. B06102 ) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection on (B)(6) 2013, dizziness on (B)(6) 2013, low back pain on (B)(6) 2013, abdominal pain on (B)(6) 2013, amenorrhea on (B)(6) 2013, depression nos on (B)(6) 2013, arthralgia multiple on (B)(6) 2013, low back pain on (B)(6) 2012, hyperhidrosis on (B)(6) 2012, arthralgia multiple on (B)(6) 2012, rash in 2011, appendectomy in 2002 and appendicitis in 2002. Concurrent conditions included cystocele since (B)(6) 2013, depression nos since (B)(6) 2012, allergic rhinitis since 2011 and hyperemesis gravidarum since 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation ("themachoice balloon ablation"), 7 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems") and urinary tract disorder ("urinary / bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparascopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometrial ablation, hypersensitivity, dyspareunia, fatigue, alopecia, genital haemorrhage, mental disorder, urinary tract disorder and weight increased outcome was unknown. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: insertion information: operative procedure performed: hysteroscopic sterilization (essure)+ cryocautery to cervix procedure: female requesting permanent contraception and presenting with postcoital bleeding underwent hysteroscopic sterilization using the essure device together with cryocautery to the cervix today. The procedure itself was extremely straightforward and she tolerated it very well. The devices were deployed appropriately. Essure device deployed. 3 coils seen both sides. Lot number: b06102 manufacture date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: events allergy symptoms, dyspareunia, fatigue, hair loss, heavy / abnormal bleeding, localised pain, psychological / psychiatric problems, urinary /bladder problems, weight gain added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. B06102) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection on (B)(6) 2013, dizziness on (B)(6) 2013, low back pain on (B)(6) 2013, abdominal pain on (B)(6) 2013, amenorrhea on (B)(6) 2013, depression nos on (B)(6) 2013, arthralgia multiple on (B)(6) 2013, low back pain on (B)(6) 2012, hyperhidrosis on (B)(6) 2012, arthralgia multiple on (B)(6) 2012, rash in 2011, appendectomy in 2002 and appendicitis in 2002. Concurrent conditions included cystocele since (B)(6) 2013, depression nos since (B)(6) 2012, allergic rhinitis since 2011 and hyperemesis gravidarum since 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation ("themachoice balloon ablation"), 7 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparascopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion information: operative procedure performed: hysteroscopic sterilization (essure)+ cryocautery to cervix procedure: female requesting permanent contraception and presenting with postcoital bleeding underwent hysteroscopic sterilization using the essure device together with cryocautery to the cervix today. The procedure itself was extremely straightforward and she tolerated it very well. The devices were deployed appropriately. Essure device deployed. 3 coils seen both sides. Lot number: b06102 manufacture date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: updated quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in a 25 year-old female patient who had essure inserted (lot no. B06102) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of dizziness and urinary tract infection on (B)(6) 2013, low back pain on (B)(6) 2013, abdominal pain on (B)(6) 2013, amenorrhea on (B)(6) 2013, depression nos on (B)(6) 2013, arthralgia multiple on (B)(6) 2013, low back pain, hyperhidrosis and arthralgia multiple in 2012, rash in 2011, appendicitis and appendectomy in 2002 and painful urination, conjunctivitis, urinary incontinence, flank pain, parity, urinary frequency, retention of urine and burning micturition. Previously administered products included: sertraline. Concurrent conditions were listed as cystocele since (B)(6) 2013, depression nos since 2012 as well as allergic rhinitis and hyperemesis gravidarum since 2011. Concomitant products included trimethoprim, sertraline and amoxicillin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 215 days after essure insertion, she underwent endometrial ablation ("themachoice balloon ablation"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), genital haemorrhage ("heavy / abnormal bleeding"), mental disorder ("psychological / psychiatric problems"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems nos"), snoring ("snoring symptoms") and nasal septum deviation ("deviated nasal septum") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparascopic bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, endometrial ablation, hypersensitivity, dyspareunia, fatigue, alopecia, genital haemorrhage, mental disorder, urinary tract disorder and weight increased were unknown. The reporter considered alopecia, bladder disorder, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, mental disorder, nasal septum deviation, pelvic pain, snoring, urinary tract disorder and weight increased to be related to essure administration. No causality assessment was received for essure with regard to endometrial ablation. The reporter commented: insertion information: operative procedure performed: hysteroscopic sterilization (essure)+ cryocautery to cervix procedure: female requesting permanent contraception and presenting with postcoital bleeding underwent hysteroscopic sterilization using the essure device together with cryocautery to the cervix today. The procedure itself was extremely straightforward and she tolerated it very well. The devices were deployed appropriately. Essure device deployed. 3 coils seen both sides. Essure confirmation test done on (B)(6) 2014. Lot number: b06102 .manufacture date: 2013-03. Expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New events snoring & deviated nasal septum added. Medical history , reporter information & concomitant drugs added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. B06102) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection on (B)(6) 2013, dizziness on (B)(6) 2013, low back pain on (B)(6) 2013, abdominal pain on (B)(6) 2013, amenorrhea on (B)(6) 2013, depression nos on (B)(6) 2013, arthralgia multiple on (B)(6) 2013, low back pain on (B)(6) 2012, hyperhidrosis on (B)(6) 2012, arthralgia multiple on (B)(6) 2012, rash in 2011, appendectomy in 2002 and appendicitis in 2002. Concurrent conditions included cystocele since (B)(6) 2013, depression nos since (B)(6) 2012, allergic rhinitis since 2011 and hyperemesis gravidarum since 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation ("themachoice balloon ablation"), 7 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparascopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion information: operative procedure performed: hysteroscopic sterilization (essure)+ cryocautery to cervix procedure: female requesting permanent contraception and presenting with postcoital bleeding underwent hysteroscopic sterilization using the essure device together with cryocautery to the cervix today. The procedure itself was extremely straightforward and she tolerated it very well. The devices were deployed appropriately. Essure device deployed. 3 coils seen both sides. Lot number: b06102, manufacture date: 2013-03, expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received - reporter's information was updated and new reporters were added. Patient's information was updated (initials and dob), essure indication was provided, patient history updated, case was upgraded. Events added to the case: themachoice balloon ablation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.